Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter :   the lab technician reported that one of their patients had issues with bd nano pro pen needles and several needles were blocked, unable to deliver the insulin.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for these events. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.